Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The other xience v referenced is being reported under this same medwatch report number.

Event description:
Device issue: none. Adverse event: death, possible stent thrombosis. Onset of adverse event: approximately 2 years following implant. It was reported via trial that on (B) (6) 2007, the patient underwent stenting of the predilated proximal left anterior descending artery with one xience v stent and predilated mid left anterior descending artery with another xience v stent. On (b (6) 2009, the patient was found at home, was resuscitated at home by ambulance staff, then died. The cause of death is unknown, but may possibly be a cardiac death. Abbott vascular clinical safety monitor review assessed this event as a possible very late stent thrombosis. There was no additional information provided.